Manufacturer narrative:
The fse confirmed the bsv was leaking diluent from misaligned ports on the bsv. The ports were misaligned due to bent secondary probe. The fse resolved the issue by repairing the secondary probe. (B)(4).

Event description:
The customer reported an uncontained diluent leak of approximately two (2) ml from the wire marker (wm) 6 on the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer during a startup cycle. The customer reported obtaining red blood cell (rbc) background failures. There were no reports of injuries, direct physical contact with the leak, erroneous results or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye glasses, gloves and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.